Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, two (2) applicator inner shafts from the t-pal case broke at the same part of insertion while inserting the cage. Surgeon had to carefully insert and impact the cage with bone punches which was not ideal. However, the cage was not optimally positioned due to the instrumentation we had available. There was a surgical delay of forty-five (45) minutes. No patient consequences reported. Patient and procedure outcome were unknown. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device history lot part: 03.812.003. Lot: 9824907. Manufacturing site: (B)(4). Release to warehouse date: 19. Feb. 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary investigation site: (B)(4). Visual inspection: the cap at the end of the shaft is broken off as complained. In general is the inner shaft in a very used condition, the edges at the groove are deformed. Also at the fork are heavy sign of often and intense use visible. Dimensional inspection: the relevant dimension at the fracture face cannot be verified anymore as the breakage occurred at the cross over. Material review: the used material for sub-component 60051594 was stainless steel 1.4028 as required and the measured harness was within the specification summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information the exact cause of this breakage cannot be defined. In general it can be stated that the t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. Wear and tear could also have played a certain role, as the condition of received device does indicate that it was often and very intense used. No manufacturing related issue could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Relevant drawings were reviewed. No changes immediately preceding the manufacture of the device were identified. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As per the relevant technique guide, the function control of the inner shaft states that the shaft should be replaced when deformations at the groove are present. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.